Event description:
It was reported by the patient that she is experiencing a "popping noise when she walks and also pain in [her] joints. It feels like its not fitted correctly."

Manufacturer narrative:
Investigation is in progress; additional information has been requested but is not available at this time.